Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump is not giving him the correct amount of insulin. He noticed this when he was giving himself a bolus. Customer's blood glucose was 415 mg/dl at the time of incident. Troubleshooting was done for high blood glucose and customer indicated that he would contact his doctor to change the bolus wizard settings. No further information was given.